Event description:
Customer reported in 2008 that a female patient was undergoing a CT of the chest with contrast (optiray 350) to rule out chest wall pain. The CT technologist connected a 60 inch injector tubing to a 20ga angiocath IV that was inserted in the patients left antecubital. The technologist drew back blood into the injector tubing; the injector stopped and indicated that an error had occurred. The technologist proceeded to disconnect the injector tubing at the angiocath site to release the pressure in the tubing. When the technologist disconnected the tubing she was splattered with contrast/blood in her eyes. The technologist immediately went to the eye wash stand and flushed both of her eyes; she then was taken to the ER to have both eyes reflushed and she received an injection for hepatitis c. The patient was positive for hepatitis c. The CT technologist is scheduled to return to work in an approx 3 days later.

Manufacturer narrative:
Liebel flarsheim has agreed to replace the injector per customer request. An evaluation will be performed when liebel flarsheim receives the injector in house.